Event description:
It was reported that, the arthroplasty was revised due to tibial loosening and medial/lateral laxity. The components were implanted in situ for approximately 4.0 y. The tibial insert, tibial tray, patella and femoral components were revised. The pt presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restriction at reporter's institution. If additional information becomes available, it will be submitted in a supplemental report.